Event description:
Information received indicates the valve was removed due to mitral regurgitation. Device inspection at retrieval found two holes noted in one valve leaflet. The product was replaced with no additional pt compication reported.